Event description:
Based on the available info, we have found no evidence to suggest that the material (i.e., hylamer) or the design of the liners & metal shells themselves played any direct role in the reported wear. The subject depuy dupont orthopaedics duraloc cup hylamer liners have been commercially used for almost five yrs, during which time over 80,000 have been sold/implanted. A review of our co's complaint records show that a total of 8 incidents of "wear" of these liners have been reported during this period of time, giving a frequency of "wear" related incidents of 0.01%. We believe that the wear seen in these cases is not attributable to either the hylamer material or the liner itself but rather is most likely the result of wear mechanisms related to scratched femoral head counterfaces &/or third-body wear. The very small frequency (0.01%) of this occurrence does not indicate that any significant risk exists or that the event is occurring at a frequency greater than would be generally expected. Therefore, we do not believe that any remedial action is necessary or even possible at this time.